Manufacturer narrative:
(B)(4). The device was not returned. The lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The emboshield nav6 embolic protection system (eps) electronic instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the eps is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the case information and related record review, the reported removal of foreign body and additional therapy/non-surgical treatment appears to be related to the circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a command guide wire was placed in the right common femoral artery, mildly calcified lesion. An emboshield filter was advanced on the wire to the lesion site and deployed. It was then realized that the emboshield was not on the approved wire. In order to remove the device, a snare was used and the device was removed without issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.